Manufacturer narrative:
Product analysis: the nanocross elite dilatation catheter was returned to medtronic for evaluation within its shelf box. No ancillary devices, cine, images or procedure notes were returned for evaluation. The device was removed from its packaging for additional analysis. The nanocross elite was received with the balloon chamber in a post-inflated state, (e.g. Not tightly wrapped or winged) . Sanguine residue/fluid was observed within the balloon chamber and within the y-manifold. A 10cc air filled syringe was attached to the proximal hub and the guidewire lumen was flushed: red fluid was observed exiting the distal tip. A water filled 20cc syringe with manometer and polycarbonate luer fitting was attached to the inflation lumen luer lock on the y-manifold. The nanocross elite was pressurized to approximately 6atm when a pinhole leak was noted in the distal end of the balloon chamber. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a nanocross balloon with a non-medtronic 6fr sheath and non-medtronic 0.009" guidewire during treatment of a 100mm plaque lesion in the patient¿s proximal left anterior tibial artery of diameter 3mm. Moderate vessel tortuosity and calcification are reported. Lesion exhibited 80% stenosis. No issues noted removing device from packaging. The device was prepped as per IFU without issue. The nanocross was advanced without issue. No resistance was encountered. The nanocross was passed through a previously deployed stent. The balloon was inflated using 30 contrast/ 70 saline inflation fluid with a non-medtronic inflation device. It was noted the balloon would not hold pressure on first inflation at 6atm. The balloon was removed, and a pinhole burst was observed. A different nanocross was then used to complete the procedure without issue. No patient injury reported.